Manufacturer narrative:
The company service representative examined the system and found a system message in the event log. The diode temperature was adjusted. The system was calibrated. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported the footswitch stopped in the middle of a case. The footswitch was not functioning correctly. The case was canceled. Additional information received from the customer stated the case was rescheduled and completed. The patient's outcome was good.